Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device would not secure cutter and the diamond key (part of the drive shaft the cutter seats in) had medical debris fibers lodged in it. Therefore, the reported condition was confirmed. It was determined that the presence of fibers in the diamond key was consistent with improper cleaning which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device would not hold the cutter device in place when the attachment was locked in. During in-house engineering evaluation, it was determined that the device would not secure cutter and the diamond key (part of the drive shaft the cutter seats in) had medical debris fibers lodged in it. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.